Event description:
The distributor reported that the pump does not recognize the filled cartridge one the load step and emitted a "no cartridge detected" warning. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Recall #: 2531779-03/24/2010/003-r. (B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Investigation found corrosion on the lead screw. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.